Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales associate (csa) contacted a technical support engineer (tse) and reported that the prograsp forceps encountered an issue when the customer was removing the instrument. The wrist was locked at an angle and could not be removed without taking out the cannula along with it. The csa stated that there was no harm to the patient. The customer would create a return material authorization (RMA) ticket for the damaged instrument. The procedure was completed with no reported injury.